Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance spike out of range. Patient reported experiencing syncope but there were no events stored. Technical services (ts) was consulted and explained no noise was present and gave reprogramming options. Suspected cause is lead conductor fracture. The device remains in service. No adverse patient effects were reported.